Event description:
It was reported that during a rental artery stenting treatment procedure, a stent dislodgement occurred. The indication for the procedure was renal artery stenosis. The 80% stenosed target lesion was located in the mid left renal artery. Access was obtained through the right femoral artery. The lesion was predilated with a 5x15x80mm sterling balloon and inflated with an encore inflation device. The physician predilated again with a 4.0x12mm maverick2 monorail balloon, inflated twice. Next, a 5x15x90mm express sd was inserted, but was unable to cross the lesion. The device was removed and a 5.0x16mm liberte' stent was inserted and removed twice, as it was unable to cross the lesion. After the third insertion, the stent was stripped off the catheter. The physician attempted to remove the dislodged stent with a snare, but was unsuccessful. The stent was left in the pt and was crushed in place with another MFR's 5.0x15mm stent. No further pt complications occurred. Pt status is satisfactory.